Event description:
In this event a doctor reported that a atc mini handpiece overheated and burned a patient. No intervention was required.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Severe interaction between components of the set with one another may have caused the temperature increase reported in the complaint. Root cause: cartridge, maintenance/debris.